Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. It was indicated that the c arm had been moved between the two exposures and the flexing of the high voltage cable may have caused the problem. The high voltage cable was replaced at the customer's bequest. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi after doing a subsequent fluoro the first image remained on the screen. There was no adverse pt involvement reported. No detailed pt info was given.